Manufacturer narrative:
(B)(4). The customer reported to have inspected the device and found a battery event error code recorded in the ventilators memory logs. Covidien was not authorized to repair the device.

Event description:
It was reported that, while in use on a patient the display on an 840 ventilator went blank. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.